Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was device released from tissue? It was not, the device had to be torn from the tissue. How much bleeding occurred when tissue was torn? Less than 5 ml. Were any blood products given? No. How was bleeding controlled? A new clip applier was opened and a clip applied. How was tissue repaired? A clip was applied.

Event description:
It was reported that during an unknown procedure, the clip applier would not release the tissue. It is unknown how the device was released from the tissue. It is unknown which clip number the issue occurred on or if there was tissue trauma as a result of the event. It was stated that there was ¿potential harm¿ to the patient, but it could not be confirmed if there were any patient consequences. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Additional information: anti-backup, ratchet pawl and ratchet pawl spring. The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips and two clips ejected due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition led to the clip malformation, anti-backup and lockout mechanisms failure. However, no conclusion could be reached as to what may have caused the ratchet pawl damage and the reported incident.